Manufacturer narrative:
During troubleshooting, the customer found that the cuvettes in the analyzer had overflowed during the cuvette washing. A quality control run performed by the customer also showed the qc results had recovered low (less than linearity). The customer reported that the cuvettes continued to overflow. An abbott field service representative was dispatched to the account and found the vacuum pump (part 7-205194-01 was damaged on the architect c4000 analyzer serial number (B)(4). The vacuum pump was replaced to address overflowing cuvettes and the analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, instrument log review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Event description:
The customer observed low potassium and sodium results generated using the architect c4000 analyzer ict module. The following data was provided for the same patient. Sid (B)(6) potassium (k) 2.0 and sodium (na) less than 100 the customer uses potassium normal range 3.5 to 5.1 mmol/l and sodium normal range 136 to 145 mmol/l. The customer stated that the patient repeat results were in the normal range, however specific potassium and sodium repeat values were not provided. No impact to patient management was reported.